Event description:
A healthcare professional reported via email that an adc blood glucose hospital meter would not recognize (start test) calibration strip when inserted. The healthcare professional indicated via email that this resulted in the patient either requiring third-party medical treatment, or experiencing loss of consciousness or seizure. However, no further information was provided. Additional information has been requested from the healthcare professional, with no response at this time. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle precision h meter were reviewed, and the dhrs showed the freestyle precision h meter passed all tests prior to release. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for the precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported via email that an adc blood glucose hospital meter would not recognize (start test) calibration strip when inserted. The healthcare professional indicated via email that this resulted in the patient either requiring third-party medical treatment, or experiencing loss of consciousness or seizure. However, no further information was provided. Additional information has been requested from the healthcare professional, with no response at this time. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated with retained strips. Performed visual inspection on the returned reader and no issue was observed. The meter powered on when the button was pressed but it did not turn on when the retaining strip was inserted. The reader was sent for further investigation and de-cased. Visual inspection was performed and observed contamination on the strip port pins due to liquid ingress. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.